Manufacturer narrative:
Additional, changed, and/or corrected data: h6 device evaluation:visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observation: ¿ red biological tissue observed. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left implant rupture. Device has been explanted.

Manufacturer narrative:
Continued e.1 initial reporter - phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left implant rupture. Device has been explanted.

Event description:
Healthcare professional reported left implant rupture. Device has been explanted.